Event description:
Information was received indicating that delay in therapy for longer than 8 hours was noted on the smiths medical cadd legacy plus pump. The reporter also indicated that air in line was noted on the pump and could not run. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.